Event description:
It was reported that high impedance, high pacing threshold, and intermittent capture were observed. Lead was explanted and replaced.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description included. The lead was returned due to high thresholds and pacing lead impedance. The field reported indicated that the lead was capped at explant. A partial lead body cut in between the trifurcation and svc shock coil was returned. The damage found is consistent with that occurring at the time of explant. The remaining distal end of the lead, approximately 50cm in length, was not returned. The electrical continuity of the partial lead was normal. No condition with the returned portion of the lead was found that could have caused or contributed to the high pacing lead impedance or elevated capture thresholds that were reported from the field.